Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received lower adc device scan results of 56 mg/dl and 56mg/dl compared to blood glucose readings of 498 mg/dl and 395 mg/dl obtained on an adc meter device, and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced unspecified symptoms of hypoglycemia and was unable to self-treat requiring a third-party to administer insulin spray (dose/type unspecified). There was no report of death or permanent impairment associated with this event.